Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: b5, d1, d4, d5, e3, g1, g6, h2, h6, h10. A review of the complaint history for sn 15312344 was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn 15312344 was performed from 27-sep-2022 to 26-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie 2.0 had malfunctioned and failed to open. A technical support specialist advised the customer to perform cycle count and hold down the cubie lid and then reboot the device to resolve the issue. The system functioned as intended after being assessed by the technical support specialist.

Event description:
It was reported by the customer that a bd pyxis medbank system cubie failed to open up when user trying to issue medications. The required medications were lidocaine and ceftriaxone sodium. No other information was released regarding this event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubie 2.0 had malfunction and failed to open up. A technical support specialist advised the customer to perform cycle count and hold down the cubie lid and then reboot the device to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medbank system cubie failed to open up when user trying to issue medications. The required medications were lidocaine and ceftriaxone sodium. No other information was released regarding this event. There were no adverse events or injuries reported based on this incident.